Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pressure on the rib. The physician believed that the lead was too big for the space and that no device malfunction was suspected. The patient underwent a lead replacement procedure and was doing well postoperatively.